Event description:
The customer reported that the device received error 800.8000. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error 800.8000 on pcu8015. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. Technical support - 1. If power on and get a 255-16-275 error everytime, try to reflash the unit. 2. If flashing fails, the logic board must be replaced or unit sent in for repair. 3. If 800.8000 are in the logs only, recommend to do a pm on unit and put back in rotation. 4. Email customer alaris infusion medical safety notification model 8015 system error 255-16-275 - 800.8000 steve was not able to replicate the error code, it was in the error log. Steve will run a basic infusion test on the pcu. If the error does not come back, he will complete test/pm on the unit and put it back in rotation. A review of the device history record showed the device had a manufacture date of 04 sep 2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device received error 800.8000. There was no patient involvement.

Manufacturer narrative:
The reported issue could not be confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of error 800.8000 on pcu8015. Based on troubleshooting results, technical services could not determine the proximate cause of the customer¿s reported issue. A review of the device history record showed the device had a manufacture date of 04 sep 2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the device received error 800.8000. There was no patient involvement.